Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was completed: avalign technologies-nemcomed manufactured the oracle slap hammer, part number 03.809.972, and lot number 6552991. Initially, the part conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this lot. A manufacturing evaluation was completed: the product was received in three pieces, the shaft broken from the adapter and the slide. The threads are embedded inside the adapter. The shaft broke off where the threads enter the adapter. The shaft threads are embedded inside the adapter and cannot be extracted. The complaint is confirmed but since the product conforms to requirements and based on the evaluation, the cause is not supplier manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while attempting to remove a t-pal trial spacer from the patient's l4/5 disc space, the surgeon used the transforaminal posterior atraumatic lumbar (tpal) slap hammer. The slap hammer broke into two pieces. All pieces were retrieved, the tpal trial was removed, and there was no harm to the patient. There was a fifteen second surgical delay reported. This report is 1 of 1 for complaint (B)(4).